Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor tissue expanders and experienced autoimmune symptoms including rheumatoid arthritis, fibromyalgia, and osteoarthritis post-operatively. As a result, the patient underwent explantation of the right side on an unspecified date. If additional information is received confirming a date of explant, a supplemental report will be sent. The tissue expanders were in use for greater than sixty days, which is considered off label use of the product. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).